Event description:
A customer reported to olympus, the evis eus ultrasound bronchofibervideoscope displayed an e315 (unsupported scope) error. There was no procedure or procedural delay. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to corrosion on the terminal of electrical connector, e315 (unsupported scope) error occurred. In addition, the plug unit had corrosion due to water leakage. The distal end had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e315 (unsupported scope) error issue could not be determined, however, it is likely that the scope was not properly detected due to terminal corrosion of the electrical connector. The event may be prevented by following the instructions for use which state: ¿·do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result. ¿·before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction¿. Olympus will continue to monitor field performance for this device.